Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 350 mcg/ml via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the company representative received a call regarding a surgeon requesting help as they accidently cut the patient¿s pump catheter while performing a spinal fusion surgery. No diagnostic tests or troubleshooting was performed. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was indicated as having remained implanted / in-service. They were able to use a new collet connector to re-connect the existing spinal and pump segments. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were unknown. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event.